Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of pull wire broken.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure. The exact procedure date was unknown. During the procedure, the pull wire inside the tube broke. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.